Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 09/10/2015 and confirmed that the customer resolved the issue replacing disconnected tubing at the diff mix chamber (mc240) resolving the reported leak and flags recovered by the instrument. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported approximately 3ml of clear fluid leaked from a unicel dxh 800 coulter cellular analysis system; the leak was contained within the instrument. The customer also reported differential (diff) vote outs on patient samples with excessive debris, high event d and imm grans flags at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not reported outside of the laboratory and there was no change or affect to patient treatment in connection to the event. There was no impact to controls. The customer stated all patient samples were re-run on the lab's back up unit obtaining correct results.